Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a birmingham hip resurfacing procedure on (B)(6) 2006 due to osteoarthritis in the right hip, the patient underwent a revision surgery to a total hip arthroplasty on (B)(6) 2022. The acetabular cup and the femoral head were explanted. The current health status of the patient remains unknown.

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to pain and elevated levels of cobalt. During surgery, fluid was seen in the pseudotumor. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for acetabular cup and femoral head. However, as the devices are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The clinical information provided, of the elevated cobalt, and pseudotumor may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Additional information: b7, d4 and h4. Corrected information: b5.

Event description:
It was reported that after a birmingham hip resurfacing procedure on (B)(6) 2006 due to the patient's osteoarthritis in the right hip, the patient underwent revision surgery to a total hip arthroplasty on (B)(6) 2022 due to pain and elevated levels of cobalt. During surgery, fluid was seen in the pseudotumor. The acetabular cup and the femoral head were explanted. It is unknown the current status of the patient.